Event description:
Alleged the bed will still move when the brake is applied.

Manufacturer narrative:
The facility attempted to adjust the casters but the problem remained. The facility has declined to repair the bed.